Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Also received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Event description:
Customer reported that he dropped the insulin pump into sink and it was submerged in exposed to water. Customer stated the display went blank immediately. Blood glucose value is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.